Event description:
It was reported that the pump touch screen was cracked and unresponsive or unreadable. Customer¿s blood glucose level was 290 mg/dl. The customer reverted to an alternate method in insulin therapy.

Manufacturer narrative:
H6: remove codes 67, 3221, and 4114.